Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an alarm and failed to deliver the bolus. The infusion set was later changed, and the patient was able to successfully receive the insulin. There was no patient injury.

Manufacturer narrative:
Received one device, a tubing and buckley set assembly was returned with the infusion site base connected. The cannula was observed to be bent from its original position. Occlusion test confirmed occlusion. The occlusion test was repeated again with only the tubing and buckle set. No flow was still observed. Upon closer inspection under magnification, a solvent membrane was observed in the tubing right before the buckle component. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.